Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery, as well as battery out limit. The blood glucose reading was 435 mg/dl. The customer stated that she was attempting to deliver a bolus when the no delivery alarm had occurred. During a fixed prime, it was found that insulin did exit. The customer was unable to remove the infusion set at the time of the call to examine the cannula. Advised the customer to change the entire infusion set. She declined troubleshooting for high blood glucose levels. The call was dropped during troubleshooting for the battery out limit alarm. The customer stated that the blood glucose reading was 458 mg/dl during the call as well. The call was disconnected before completion of troubleshoot. Nothing further reported.